Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient did not properly prime the patient line before connecting to the setup (previously incorrectly reported as air in line in initial submission). This is a report of a home patient who was connected before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that there was air in the patient line. The event occurred during the initial drain on the home choice (hc). There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained that the care giver (cg) would need to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.